Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the pump is new and believes that settings needs to be adjusted. Customer reported a low blood glucose level of 55 mg/dl, customer addressed low bgs by eating candy .